Manufacturer narrative:
Other relevant device(s) are: cmptr 9736119r rollingstone w/fsn os rfb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that there were malfunctions preventing use of the system. It was reported that the system did not turn on and that it turned off during the surgical procedure. The system was confirmed to shut off while setting up for the case as well as actively navigating. There was a reported delay of 1 hour or longer and no reported impact to patient outcome. Navigation was aborted and the procedure was finished.